Event description:
Boston scientific received information that an alert was detected due to high out of range pacing impedance measurements. It was confirmed that the pace/sense coil was fractured. The lead was partially abandoned and a new lead was successfully implanted. A portion of the lead that was removed from the patient, however will not be returned as it was sent to the hospital's pathology department. No additional adverse patient effects were reported other than the replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.